Event description:
Healthcare professional reported "Deflation". Later healthcare professional reported "Hole in valve, hole non specific, leaking valve". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation and Valve leak and/or Damage.